Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device is not available; device remains implanted in patient.

Event description:
According to the surgeon, the customer had locking problems when using the t10 3.5mm variax 2 locking screws in the distal holes of the variax plates, distal humerus (ulnar and radial) and distal radius. The screws have not locked at a stable angle. Bone screws were used to complete the surgery successfully. Surgical delay of 5min. Not longer.